Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The dso was nonfunctional. The cause of the reported issue was unknown. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and g4: 510k are unknown, d9: device returned to manufacturer.

Event description:
It was reported that the pump exhibited ¿no cassette detection.¿ it is unknown if there was patient involvement, no adverse patient effects were reported.